Event description:
Cement was opened and prepared as per routine for this surgeon's cases. No comments were made about the appearance of cement during preparation. Cement still was not fully set at 16 mins 30 seconds.

Manufacturer narrative:
The subject device is not cleared for sale in the united states, but a similar device is commercially available in the united states. Additional info has been requested and if received will be provided in a supplemental report.